Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
It was reported that the (B)(6) stated that she was recovering a patient in pacu space 4 when she noticed her patient was blue and not breathing and the spo2 reading was 99%. She began interventions and noted the spo2 had then dropped to 70%. She felt like there was a few minutes delay from when the patient was blue until the saturation dropped on the philips monitor.